Manufacturer narrative:
The lh700 series pak was replaced. The root cause of the leak is that per the customer the foil seal was not completely sealed. Service was not dispatched for this event. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) reporting that a box of the lh700 series pak (lot # 110885k) was received leaking. The customer stated the foil seal was not completely sealed and only a few milliliters of the erythrolyse leaked. The user was wearing personal protective equipment (ppe) consisting of gown, gloves and goggles at the time of the incident. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. There was no death, injury or change to patient treatment attributed or associated to this complaint.